Manufacturer narrative:
In the previous report manufacturer reported information, ds2adv auto CPAP device humidifier plate overheating. There was no allegation that the device contributed to the death. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. There is no indication of a reportable malfunction. No harm to the patient has been reported. No MDR required.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging that the device has humidifier plate overheating. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.